Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Troubleshooting options and further follow up of the patient was discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Update information of the lead was provided: section d. Suspect medical device updated

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Troubleshooting options and further follow up of the patient was discussed. This lead remains in service. No adverse patient effects were reported.